Event description:
An assurant cobalt peripheral stent was being used to treat a lesion at the ostium of the left common iliac artery. There was high grade stenosis and calcification. The angle of iliac bifurcation was quite steep. The physician was using cross over from the right cfa with a non-medtronic 6f long sheath for cross over protection. The assurant cobalt device was inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing to the lesion and excessive force was used. It was reported that when an attempt was made to cross the lesion with the assurant cobalt device, the stent partially dislodged (around 1mm protrude in fluro). The stent was retrieved along with the sheath. On removal it was noticed that the stent strut was damaged. A non-medtronic device was used to complete the procedure. There was no patient injury reported. Device evaluation: the 6th, 7th and 8th distal segments were deformed with numerous raised struts. The 1st distal segments were partially deformed. The stent had moved proximally on the balloon. Crimp impressions were visible on the exposed balloon surface.

Manufacturer narrative:
Results: force used to advance device, high grade stenosis and calcification, angle of iliac bifurcation was quite steep), stent. Conclusions: force used to advance device, high grade stenosis and calcification, angle of iliac bifurcation was quite steep. (B)(4).